Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure, involving a proximal femoral nail antirotation (pfna) system on an unknown date; the helical blade missed the nail and was inserted posterior to the nail. This report is for an unknown - nail. This is 1 of 2 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code hwc. Date of implant was reported as unknown date in (B)(6) 2013. The PMA/510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records (DHR) review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.